Event description:
It was reported that during a percept pc implantable neurostimulator (ins), 2 sensight leads, and 2 sensight extensions implant, the connectivity test failed multiple times. They checked the components every time and made sure they were all correct, but the test kept failing. Moreover, impedances were in range with all green electrodes. During the setup workflow, the app would prompt a system connectivity test to confirm the selections made on the components screen. The purpose of this test is to check the connected equipment and notify the user if improper components are connected to check and correct the setup. It is unclear why the connectivity test fails despite the correct components being selected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that all the connections were double checked during the surgery, therefore the surgical team did not bring the patient for surgery again, as it could cause more stress to the patient. It was confirmed that a failed connectivity test would not compromise the patient's stimulation or the ability to perform an MRI, as long as the impedances were inside of the normal range. No further troubleshooting was performed to resolve the issue. The root cause of the failed connectivity test was not determined. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.